Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and shock for an atrial driven rhythm. Additionally, the patient complained about the rate response. The device was reprogrammed to resolve the issue. The device remains in use. No additional adverse patient effects were reported.